Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's cgm values "jumped". The sensor was inserted into the abdomen on (B)(6) 2019. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.